Event description:
It was reported to boston scientific that nine minutes into a second hta procedure, they got an excessive fluid alarm. The user depressed the start button to continue and was able to complete the procedure. When the physician was removing the sheath, the patient screamed in pain, saying it was burning. The physician flushed vaginal cavity with saline. It was reported that the patient had no visible burns and was stable at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.